Event description:
It was reported that the comb on the zimmer skin graft mesher was bent. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 4/28/2000 and was last repaired on 7/30/2013 for a bent comb. Evaluation fo the device observed the comb to be bent. The right end of the roller was gnarled and galled, and the roller gear displayed minor wear. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling by the user most likely caused the damage to the comb. The device was serviced and returned to the customer.